Manufacturer narrative:
On january 25, 2021 additional information received indicated that capsular contracture baker grade was IV. As a result patient underwent bilateral replacements with allergan silicone breast implant natrelle inspria devices on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that the patient also experienced right sided rupture. Patient weight is 102 lbs. Left side removal due to asymmetry issue. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent breast augmentation primary with a mentor memorygel 400cc silicone prosthesis experienced right sided baker¿s grade unknown capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.